Manufacturer narrative:
At this time, the product has been received and is under investigation. Following the completion of the investigation, a final report will be submitted.

Event description:
User facility has reported that instrument does not have the proper insulation installed. No patient injury was reported.